Event description:
It was reported that the left ventricular (lv) lead was explanted due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD, implanted: (B)(6) 2009; a 694765 lead, implanted: (B)(6) 2009; a 5071-53 lead, implanted: (B)(6) 2009; a 5071-53 lead, implanted: (B)(6) 2009. (B)(4).